Event description:
It was reported that during a lap nephrectomy procedure, the device got stuck on tissue. The clip scissored, they reload to fire again and then the jaws got stuck. The jaws were not stuck on tissue. The second device was spitting the clips out. The clips fell into the pt. They were retrieved. The third device was scissoring clips from the initial firing. They finally opened another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/08/2008. Info anticipated, but unavailable at this time.